Event description:
Information as it was reported to ams indicates that patient was having a ureteroscopy with stone removal x2 procedure and the laser would not fire. The patient was under anesthesia and the case was rescheduled for (B)(6) 2014. There was no patient injury reported; however, the manufacturer is filing this as device malfunction for non-completion of case.

Manufacturer narrative:
It was discovered that this MDR is a duplicate of 2937094-2014-00891.